Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states he is feels well and does not require medical attention. The customer's expected blood results are 140-180mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: 98 mg/dl, 106 mg/dl. Customer states he used his last test strip this morning when he tested and threw away the vial, unable to obtained test strip lot number/run a control test/run back-to-back blood tests. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states he is feels well and does not require medical attention. The customer's expected blood results are 140-180mg/dl fasting. Reviewed meter memory (B)(6). Customer states he used his last test strip this morning when he tested and threw away the vial, unable to obtained test strip lot number/run a control test/run back-to-back blood tests. No adverse event reported.